Event description:
On (B)(6) 2022, information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that patient had a stimulator replacement due to age of old device. Pre op the leads and electrodes (impedances) could not be checked because the battery in the device was not charged. Intra-operative during the replacement the new device was connected to the old leads and connections and impedances were measured. The electrodes on lead 0-7 were all out of normal range and lead 8-15 had three electrodes out of normal range. The physician removed the leads and replaced multiple times with torquing set screws. None of this changed the outcome. Since the patient reported good therapy prior to replacement, the implant was completed. The patient will be seen at one week post op and this will be measured again and assessed. No patient symptoms were reported. Physician replaced the leads into new device a few times. Patient had a stimulator replacement due to eri. On (B)(6) 2022, additional information was received from the rep. It was reported that the cause was not determined. As stated in reporting, the physician removed leads, cleaned them and reinserted multiple times. At post-op, only viable electrodes were 8-10 and 12,14. On , 2022-apr-01,additional information was received from the rep. Programming was given at post-op meeting and pt received effective therapy.

Manufacturer narrative:
Continuation of d10: product ID 977a275 ,serial (B)(6) implanted: (B)(6) 2014 explanted: (B)(6) 2022 product type lead product ID 977a275, serial (B)(6) ,implanted: ,(B)(6) 2014 explanted: (B)(6) 2022. Product type lead this regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.